Event description:
Litigation papers allege: physical injuries, economic losses and medical expenses, past, present and future pain and suffering, permanent physical injuries, disfigurement and emotional distress.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: physical injuries, economic losses and medical expenses, past, present and future pain and suffering, permanent physical injuries, disfigurement and emotional distress. Update a review of the patients medical records found the patient reported a burning discomfort in the buttock and thigh. Tests revealed both chromium and cobalt levels were normal. X-rays found the implant was well-aligned and well-fixed.

Manufacturer narrative:
Depuy still considers this investigation closed.